Event description:
As reported, during ipom procedure, the optifix device could not "spit out" (deploy) the fasteners properly. As reported only one fastener fired successfully, no fasteners fixated the mesh and the loose fastener was removed from the patient's body. As reported the jam occurred while triggering the device. The procedure was completed using new optifix device. There was no patient injury.

Manufacturer narrative:
As reported, the optifix fixation device got jammed and fastener failed to fixate. The subject device has been discarded by user facility. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.